Event description:
Caller states the patient tested 2.3 inr on the coaguchek xs system. Approximately 12 hours later, the patient had a stroke. A comparison lab at the hospital returned as 1.7 inr. No treatment information provided. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).